Event description:
It was reported that during testing, the ventilator generated an error relevant to co2 rebreathing risk alarm. The ventilator was not in use on a patient at the time of the event occurred.